Event description:
Additional review indicated that the patient also had the following symptoms: shakes, coughing, and not able to urinate due to dehydrated and diarrhea.

Event description:
Additional information: it was reported that the healthcare provider read the pump on (B)(6) and all was ok. The patient's pump was refilled on (B)(6) without event. Expected volumes were correct. The patient had seen her family medicine doctor for tests and nothing related to the pump therapy was found. The patient outcome was reported as 'well' and receiving effective therapy per patient's healthcare provider at the managing physician's office. The medication was morphine 25mg/ml.

Event description:
It was reported that the patient experienced withdrawal. The withdrawal symptoms began approximately 1 week ago from date of report. Five days ago (from date of report) patient was admitted for an IV drip in (B)(6) because she was so dehydrated from the vomiting and diarrhea. The symptoms continued along with chills and cramps. It was noted that the symptoms were similar to when patient had issues with her prior pump. There was no audible pump alarm. The next refill date was (B)(6) 2012. Recommendations were made for patient to go to emergency room to be treated. Physician listing was considered since patient was traveling. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11139r45, implanted: 2002-(B)(6), product typ catheter. (B)(4).